Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: frame, broken/cracked tubing. Right side frame received broken tubing around weld at bottom rear of side frame. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for a broken weld at the weld of the rear upright and lower tubing. The lower tubing is broken all the way around and there is corrosion inside the tubing. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The dealer is alleging that the right side frame is broke at weld.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer is alleging that the right side frame is broke at weld.